Manufacturer narrative:
The device was returned for analysis. The reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the bent inner member and bent hypotube noted during return analysis in combination with the moderately calcified and moderately tortuous artery caused the reported activation failure. It should be noted the device was able to inflate without issue during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3 - it was reported that the device would not be returning for analysis; however, the device was returned for evaluation. H6: method code 4114 was removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed moderately calcified and moderately tortuous middle third diagonal coronary artery. After dilation and wiring of the lesion, the procedure for expanding a 2.0x12mm xience alpine stent was performed; however, the stent did not remain open. It was not possible to implant the stent in the patient and the stent was retrieved. The procedure was successfully completed with another 2.0x12mm xience alpine and a 2.25x12mm xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure, however, factors that may contribute to activation failures (failure to deploy) include but are not limited to incorrect device size for lesion, patient anatomical morphology, and patient disease state. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital and is not available for evaluation. Reported device code 1310 was removed.

Event description:
Additional information was received stating: the balloon did not fail to inflate. There was no balloon rupture suspected. The stent failed to deploy. No additional information was provided.